Event description:
The customer reported that during an acl reconstruction the tip of the bioscrew driver borke off into the patient (during insertion) and was not removed. It was also reported that no x-ray was taken to confirm location of driver tip.